Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome). The doctor tried to reposition the lens, but was unable to. The doctor ultimately exchanged the lens with the same model and diopter lens. This report pertains to the pt's left eye. Additional info has been requested, but no additional info has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.